Manufacturer narrative:
An investigation was performed on retention product from the reported lot number. Retention devices were tested with hcg-negative clinical urine samples. Results were read at 3 minutes and all devices yielded expected negative results. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. A root cause could not be determined from the available information as retention product performed as expected during in-house testing. Please note, this test provides only a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
On (B)(6) 2019, the patient presented to the facility for a pregnancy screen to get birth control. The patient's urine was tested on the fisher sure-vue hcg serum/urine hcg cassette and a positive result was obtained. The same urine sample was tested immediately after on the same lot and provided a negative result. The same urine sample was then spun down and retested and provided a negative result. The patient then had a blood sample drawn and sent for confirmatory testing on the same day. No treatment was provided based on the false positive result and birth control was not prescribed pending results of the confirmatory test. No adverse patient outcomes were reported.